Event description:
It was reported that this patient presented to the hospital for receiving an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to oversensing of movement-related noise and changing morphology most likely caused by atrial fibrillation (af) while in the primary vector. The physician elected to explant this s-ICD system and replaced it with a new cardiac resynchronization therapy defibrillator (crt-d) to best suit the patient. Surrounding the procedure, the patient experienced discomfort and pain. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to the hospital for receiving an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to oversensing of movement-related noise and changing morphology most likely caused by atrial fibrillation (af) while in the primary vector. The physician elected to explant this s-ICD system and replaced it with a new cardiac resynchronization therapy defibrillator (crt-d) to best suit the patient. Surrounding the procedure, the patient experienced discomfort and pain. No additional adverse patient effects were reported.